Manufacturer narrative:
Based on the limited information provided, at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. Recurrence is listed in the IFU as a known possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
This is an addendum to the initial MDR: device not returned.

Event description:
The following allegation was reported to davol by the patient: the patient alleges that on (B)(6) 2013 she was implanted with a bard flat mesh during an abdominal reconstruction repair procedure. She further alleges that in 2014 she visited her implanting surgeon for examination due to complaints of pain and was prescribed ibuprofen. In (B)(6) 2015 the patient claims that she had a CT scan and was diagnosed with diastasis and a recurrent hernia. As reported, at this time the mesh remains implanted.